Event description:
Analysis of the returned device found that the dual taper tip of the stabilizer of subject stent was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned stent was found to be in its pre-deployed state. The stent delivery catheter was found to be kinked/bent. The stent stabilizer was found to be kinked/bent. The stent was found to be intact. The stent delivery catheter was found to be flattened/crushed. The tip of the stent stabilizer was found to be broken/fractured. During functional inspection, stent stabilizer/catheter friction functional test failed. There was significant friction noted during the test. Stent failed/unable to deploy functional test failed. The stent could not be deployed during the test due to significant resistance. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported codes 'stent stabilizer/catheter friction' and 'stent failed/unable to deploy' were both confirmed during device functional analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'during delivery of wingspan along with guidewire, big resistance was encountered when it near the lesion. After several tries the stent could be advanced to pass the lesion, but when deploying it, big resistance was encountered, and the stent was not able to be pushed out. Added some force to push but it was still not able to be deployed'. In the follow-up questions it was further clarified that the resistance was noted when the tip of the delivery system was passing the lesion and that the percentage stenosis and calcification at the lesion was 85%. The stent was returned still present in the delivery system outer body. The device was flushed but the stent could not immediately be deployed due to significant resistance encountered. Once the stent was eventually deployed it was noted to be intact/undamaged. Significant friction was also noted during the stent stabilizer/catheter friction functional test. The stent stabilizer was noted to be kinked/bent and the dual taper tip of the stabilizer was broken/fractured and was no longer present. The stent delivery catheter (delivery catheter outer body) was kinked/bent and also was flat/crushed. The as reported ¿stent stabilizer/catheter friction' and ¿stent failed/unable to deploy¿ and the as analyzed ¿stent stabilizer/catheter friction¿, ¿stent failed/unable to deploy¿, ¿stent delivery catheter kinked/bent¿, ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter flat/crushed¿, and ¿stent stabilizer broken/fractured during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.